Event description:
A talent stent graft system was implanted into a patient for the endovascular treatment for a grade IV traumatic transection approximately one year ago. Aorta measured 22-23 mm post-operative. It was reported that the patient collapsed while playing basketball and lost feeling in the legs. A CT scan showed organized and chronic thrombus formation within the stent graft. The patient was diagnosed with paraplegia and has no bowel or bladder control. No clinical sequelae were reported, and the patient status is unknown. A review of several returned CT images show that the stent graft contains a moderate amount of thrombus (or possibly tissue) within the stent graft.

Manufacturer narrative:
Evaluation, method: (film evaluation). Evaluation, results: inherent risk of procedure (occlusion, paralysis), (unknown cause of event), unapproved use of device (transection). Evaluation, conclusion: (unknown cause of event), user error contributed to event (transection).